Event description:
The device was used during a thyroidectomy procedure. Reportedly, the clips did not load properly. The surgeon used another instrument to complete the procedure. The hosp. Has rpt'd no pt injury occurred.